Event description:
The fe reported the system failed to boot up to full functionality. There was no report of a patient and/or customer serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced. The system was then found to be operating as intended.